Event description:
Reporter noted metal flecks in eye during post-op visit. Unsure if they were from tip or blade since something was noticed when incision was made. Surgeon feels certain it will be innocuous. Pt reported as fine.